Event description:
Company rep reported needle broke off and remained in pt's abdomen when parent gave hormone injection to the pt. The remaining needle fragment was successfully retrieved with surgical intervention. It took approx 25 mins.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.